Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and an excessive no delivery alarm on the insulin pump. Customer's blood glucose level was 356 mg/dl. Customer stated that when she took off the pump, her blood glucose level was 456 mg/dl. Customer put the battery back in and got a lost sensor. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer stated that she was able to complete the rewind sequence. Customer treated with 20u for a 456 mg/dl blood glucose level. Blood glucose level was around 300 mg/dl at the time. Customer was assited with zeroing basals and retrieving other settings. Customer does not use bolus wizard. No additional information provided.